Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Cts provided pump reset information and assisted the caller with resetting the pump. Afterward, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue recurs.